Manufacturer narrative:
The tech isolated the issue to a sticking head up valve. He replaced the head up valve and the bed functioned properly.

Event description:
Info received indicates the head section cannot be raised from the flat position.